Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the left ventricular epicardial lead was fractured. The lead was capped and a single chamber transvenous implantable cardioverter defibrillator (ICD) system was implanted. No patient complications have been reported as a result of this event.